Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specification. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. The blood glucose reading was 86mg/dl. No further information was provided.